Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not able to connect the patient line to the transfer set. This was noted before peritoneal dialysis. The technical services representative assisted the customer in removing the set and starting therapy over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.